Manufacturer narrative:
The t:flex pump user guide cautions against overfilling a cartridge past 480 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages. Reportedly, the cartridge was filled with 500 units of insulin. The customer reported that the issue was resolved by reloading the cartridge, going through the load sequence, and resuming insulin delivery. As the issue was not occurring at the time of the call, tandem technical support was unable to perform troubleshooting. Recommendation was made to fill the cartridge with 480 units per pump labeling instructions. There was no reported impact to the customer's blood glucose level.